Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received that this patient experienced another inappropriate shock due to t-wave oversensing while the patient was out for a run. It was noted that this patient has brugada syndrome and has experienced rhythm abnormalities and morphology changes in the past which have led to inappropriate therapy delivery. Testing was performed to re-create the oversensing but was not successful. Discussions with boston scientific technical services (ts) were conducted and a ts consultant provided additional troubleshooting to help prevent further inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks while getting out of the shower. The patient was seen and the s-ICD was interrogated. Two recorded episodes revealed that oversensing as a result of a change in qrs amplitudes caused the delivery of two inappropriate shocks. It was also noted that the patient had an intrinsic rate around 160 to 170 bpm. The strips were sent to boston scientific technical services (ts) for review and a consultant discussed that with the higher intrinsic rate, the patient potentially was in an atrial arrhythmia with ventricular conduction. The consultant discussed additional troubleshooting that could be performed to determine the best course of action in the management of this patient. No adverse patient effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later electively explanted due to an unrelated reason and was returned for analysis. No adverse patient effects were reported.